Event description:
Consumer reported upon removal a tampon fell apart leaving a piece of pledget inside her vaginal cavity. She manually removed the remaining pledget piece and did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.